Event description:
It was reported that before a procedure, the balloon burst before use on the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No. Based upon the visual and functional examination, it was concluded that the balloon has a puncture in it, likely caused by a sharp instrument. The balloon can be easily compromised if it comes in contact with sharp objects or packaging material. The batch history records were reviewed with no anomalies noted.